Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that after obtaining out of range quality control recovery for cardiac troponin I (tnl ultra), they recalibrated the assay and repeated three patient samples for troubleshooting purposes; the customer indicated that repeat results were not comparable to the initial results reported to the physician(s). A siemens customer service engineer (cse) was dispatched to the customer's site for a total service call. The cse completed visual protocol and found no issue. The customer monitored the instrument's performance for a week and reported to siemens that quality controls recovered within acceptable ranges. On 15-sept-2018, siemens reviewed the master curve material (mcm) that was run on the affected instrument and an alternate instrument at the customer's site and determined that they recovered at the target range with acceptable precision. The customer adjusted their qc expected ranges and ran calibration verification material (cvm) on both instruments, recovering acceptably. The cause of the potentially discordant, falsely low tni-ultra results is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Potentially discordant, falsely low cardiac troponin I (tnl-ultra) results were obtained on three patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). After experiencing quality controls (qcs) issues on the instrument, the customer recalibrated the assay and repeated the samples on the same instrument, resulting higher. The repeat results were used for troubleshooting purposes and were not reported to the physician(s). The customer indicated that they will repeat these samples on an alternate instrument prior to correcting the initially reported results. There are no known reports of patient intervention or adverse health consequences due to the potentially discordant tnl-ultra results.